Event description:
Immediately after the catheter was inserted, the readings were 10mmhg higher than the transducer. The icp value readings were not stable and the interventionist's opinion was that the readings were inaccurate. No catheter replacement was performed.